Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were several stent struts in the first distal row of the stent that were crushed. The distal tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink 2.8cm from the hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2016. It was reported that crossing difficulties were encountered. The target 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. Following pre-dilatation, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed distal stent damage.